Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had reason to believe that there may be a small pin hole or tear that was finding a way that was leading into the bowel. Patient believed there was a tear in the catheter. No further complications were reported.